Event description:
Co's repairman came to fix a reported equipment problem. When door of sterilizer unlocked, load was removed. Dept eto alarms sounded. Rptr found the canister of eto had leaked in the chamber. It hadn't been punctured. It leaked around the underside of the rim on the canister. There was no indication of eto in chamber before opening door, personnel was exposed to approx (17 ppm of eto 3 x osha limit).